Manufacturer narrative:
No failed battery test battery alarms noted. All operating currents are within specification. Unite passed displacement test and self-test. No unexpected low battery, weak battery, bad battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, scratched reservoir tube window and corroded battery tube.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery and weak battery. Customer's blood glucose was unknown mg/dl. The customer was advised to insert new battery and we will ship replacement battery cap. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer found that the battery compartment is corroded. Customers see a white powder residue inside the cap on and on the threading. The customer was advised that the pump will need to be replaced and revert to backup plan per health care provider instructions.